Event description:
It was reported that the 980 ventilator did not pass the extended self test (est) with an "inspiratory autozero solenoid not operational" message. There was no patient involved.

Manufacturer narrative:
H3 device evaluation summary medtronic conducted an investigation based on all information received. It was reported that the 980 ventilator did not pass the extended self test (est) with an "inspiratory autozero solenoid not operational" message. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. Sp replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One ifm pcba was returned to medtronic for analysis: a visual inspection of the returned pcba was conducted, and no anomalies were found. The pcba was attached to the failure investigation test ventilator for analysis. An oscilloscope was also connected to measure the auto-zero solenoid response times during testing. During extended self test (est) testing, the ventilator failed the circuit pressure test, with inspiratory auto zero solenoid not operational message. The circuit pressure test was repeated a further two times and failed both times. The measured solenoid response times indicate a potential to lead to backup ventilation (buv). The fault was isolated to the auto-zero solenoid (so1). The cause of the event was isolated to a faulty so1 on the ifm pcba. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.